Manufacturer narrative:
Argus case (B)(4).

Event description:
I use polident, this morning I mistaken it for (B)(6) and I put it in a cup of water and it turned blue and when I got to the bottom, I can see the tablet haven't all the way dissolve. [Accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) year-old male patient who received denture cleanser (polident overnight denture cleanser tablets) tablet (batch number unk, expiry date unknown) for dental cleaning. On (B)(6) 2020, the patient started polident overnight denture cleanser tablets. On (B)(6) 2020, less than a day after starting polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and accidental overdose. On an unknown date, the outcome of the accidental device ingestion and accidental overdose were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident overnight denture cleanser tablets. Additional details, adverse event information was received via call center representative on (B)(6) 2020. The consumer reported "I use polident, this morning I mistaken it for (B)(6) and I put it in a cup of water and it turn to blue and when I got to the bottom, I can see the tablet haven't all the way dissolve. Am I in trouble for this. The top of the flap is half way gone, I cannot see the lot. The tablet did not dissolve so I didn't drink the whole tablet. So you said for small amounts, I drink a little more then a small amount".